Event description:
It was reported that the patient presented for a implant procedure. During the procedure, the right atrial lead had failure to extend the helix. The lead was replaced during the procedure on( B)(6) 2022. No patient consequences was observed.

Event description:
New information noted that the helix of right atrial (ra) lead was damaged.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of helix damage could not be confirmed. As received, a complete lead was returned in one piece. Final analysis found the cause of the reported event to be the helix being clogged with blood/tissue. No other anomalies were found.